Event description:
A pt with multiple myeloma who had received a blood component, presented with symptoms of acute hepatitis with an alanine aminotransferase of 1000. Result on pt's sample was non-reactive. Samples was tested by hepatitis b surface antigen assay for a confirmed reactive result. Pt's sample was tedt by an alternate MFR's assay for a non- reactive result. Sample was then tested by an alternate MFR's assay for a non-reactive result. Sample was then tested on several different sample dilutions. When diluted with saline sample tested reactive for both assays. At higher dilutions sample was non-reactive with first assay. Previous serostatus on pt is not known. Pt was also reactive for hepatitis b core igm antibody. Pt's sex, age, and weight were not available. This info has been requested from customer support area in italy but has not been received. Current pt status is unknwon.

Manufacturer narrative:
The investigation revealed that the pt sample is an hbsag variant with an amino acid substitution that is not detected by auszyme monoclonal. This sample was pcr positive for hbv. Sequencing of this sample revealed an amino acid substitution when compared to native hbsag which indicates that the sample is an hbsag variant. Literature suggests hbv variansts are not frequent. The exclusion of blood units with high-titered anti-hbc is expected to be effective for preventing their transmission in transfusions. The auszyme monoclonal package insert indicates that "although the association of infectivity and the presence of hbsag is strong, it is recongnized that presently available methods for hbsag detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of hepatitis." Corrected data: this sample was reactive for hepatitis b core antibody (anti-hbc). The intitial report incorrectly stated (section b) that the sample was non-reactive for hepatitis b core antibody. This is the final report.